Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the manifold of a clearlink continu-flo stopcock and i.v. Solution administration set broke at the junction of the stopcocks. This occurred during infusion, but has not caused any leak of medication or blood loss. There was no patient injury or medical intervention associated with this event. No additional information is available.